Manufacturer narrative:
Section h8: correction: manufactures investigation conclusion: a direct correlation between the reported gastrointestinal (gi) bleeding, peripheral thromboembolism, subarachnoid hemorrhage (sah) and heartmate (hm) 3 left ventricle assist system (lvas), could not be conclusively established through this evaluation. Analysis of the submitted log files confirmed low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. The submitted system controller event log file contained 1 hour of data on 03aug2020. Transient low flow alarms were confirmed. Additionally, there were low speed advisories captured due to the set speed being lower than the low speed limit. Also of note, the system controller periodic log file showed a decrease in the flow over time. The estimated flow decreased to the low flow threshold and was sustained at or below the low flow threshold until the end of the file. The data was otherwise unremarkable. The system appeared to be operating as intended. The patient was initially admitted on (B)(6) 2020 for low flow alarms and gastrointestinal bleeding. The account reported on (B)(6) 2020 that a computerized tomography angiography (cta) revealed a 2cm thromboembolism in the aortic lumen. Later that day, a computerized tomography (CT) scan of the patient¿s head revealed new acute subarachnoid hemorrhaging. The account communicated on (B)(6) 2020 that the anticoagulation therapy was stopped as the patient had been intubated and the patient was being monitored in the intensive care unit (ICU). The patient ultimately expired on (B)(6)2020 (refer to MFR # 2916596-2020-04556). The account reported that the patient had recovered from the sah and gi bleeding prior to death, and the device will not be returned. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07feb2020. The heartmate 3 lvas instructions for use (IFU) lists bleeding, stroke, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The hm3 lvas instructions for use (IFU) provides an explanation of all pump parameters, including pump flow. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The hm3 lvas patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
(B)(4). It was reported that the patient presented with constant low flow alarms that have been occurring over the past 12 hours. The patient was admitted due to gastrointestinal bleeding (gi) with a scope planned. The patient experienced low flow alarms all night on (B)(6) 2020 to (B)(6) 2020. Clinical consultant recommended cta on (B)(4) 2020 to assess possibility of inflow or outflow obstruction based on pump parameter trends and clinical presentation. Cta performed on (B)(6) 2020 which showed a 2cm thrombus within the aortic lumen at the outflow cannula anastomosis site. CT of head performed at night on (B)(6) 2020 due to new acute subarachnoid hemorrhage (sah). Vad coordinator stated that neurology physician was consulted, and the patient is not doing very well. The patient was intubated, placed on ventilator support following sah. Neuro checks are being performed and anticoagulation stopped. Continued plan of care is for neuro checks to take place and to continue to monitor patient in intensive care unit (ICU) as of (B)(6) 2020. Additional information was requested but not provided.